Event description:
It was reported that the tip of the pin for g7 version guide broke. There was nosurgical delay. No contributing conditions related to the event. Surgical technique was utilized as the procedure was completed using another device. Nothing fell into the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device was discarded.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the guide rod broke off. The part and lot could not be determined from the picture. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device was discarded.